Manufacturer narrative:
Other applicable components are: product ID 37761 lot# serial# (B)(4) implanted: explanted: product type recharger product ID 97754 lot# serial# (B)(4) implanted: explanted: product type recharger h3. Analysis of the desktop charger found that the connector tip was bent. H6. The conclusion code 92 applies to the ins, and the conclusion code 11 applies to the desktop charger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non malignant pain. It was reported that the patient's charger has stopped working and stimulation stopped. Troubleshooting revealed the green light was on the desk top charger, the connection was aligned correctly and seemed secured. The patient reported seeing low ins battery screen when they used their programmer to sync. It was reported that the patient was unable to power up their recharger and screen was dark and blank. No symptoms and/or further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.